Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an opt544 optiflow nasal cannula was separating on high flows.no patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint opt544 nasal cannula was not returned to fisher and paykel healthcare in (B)(4) for evaluation. Despite requests for the return of the opt544 nasal cannula the device will not be returning for investigation. Therefore, our investigation is based on the event description, previous investigation of similar complaints and our knowledge of the product.the hospital reported that an opt544 nasal cannula separated on high flows. A lot check could not be performed as no lot information was provided.without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer.the customer has confirmed that the subject cannula was in use before damage was observed, which indicates that the cannula became damaged during use.the opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares.the opt544 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded.the user instructions that accompany opt544 interface state the following:"do not crush or stretch tube."